Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05159 and 2134265-2018-05347 it was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that it froze during pullback. Thus, automatic pullback failed. However, after turning off and on the ilab main switch, it was able to perform pullback. Furthermore, it froze again during cd archive a blue screen stop code ¿c2¿ bad pool caller was displayed during archive. No patient complications were reported.